Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to low blood glucose on (B)(6) 2014 with unknown blood glucose value and she was unconscious. Customer was treated with food. Customer was not sure but she believed they gave her glucagon. The insulin pump will not be returned for analysis.